Manufacturer narrative:
(B)(4). G2: foreign - belgium. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing, originally received by the repair centre for preventive maintenance, had a locking issue causing the lid to open during use. Although the event occurred out of surgery, it is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined there was a locking issue with the lid due to the latch becoming loose. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.